Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they were requesting for a differentiation for infusion complete and occlusion alarm in new alaris devices. There is a customer request to change the alarm priority back to medium. Bd learned through due diligence that there was no patient harm and the customer expressed that, "but definitely alarm fatigue for staff."